Manufacturer narrative:
The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported patient infection could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 2017865-2016-07458, 2017865-2016-07457, 2017865-2016-07398. During a rv lead revision, an infection was noted and the cause of the infection is unknown. The device and leads were explanted and replaced. The patient received antibiotics to treat the infection. The patient is stable.